Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative communicated through email that the customer reported via phone call that he experienced low blood glucose. Customer stated that the paramedics were called 2 or 3 years back due to low blood glucose and also that the most recent event was on (B)(6) 2015 and injections of glucagon was given by his mother. Blood glucose value is unknown. Customer declined to be transferred to the helpline.